Event description:
Customer reported that the nurse call is intermittent. The customer reported that when they tested the nurse call outlet with a new cable the results remain the same. There was no visible damage around the nurse call insert reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found there is a dent on the upper right hand corner of the battery compartment. The nurse call operation was found to be intermittent. In the mode section of the lcd display pressing the up/down button would not permit the selection of the mute mode. Note: posey instructions for use has a warning statement: always test alarm and nurse call function prior to leaving the patient unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. Do not use alarm or sensor it, it does not function properly when tested. Remove alarm from service and notify the appropriate facility authority. (B)(4).